Event description:
In 2008, the patient reported that one day prior, she received an occlusion error on her infusion device (competitor product) while attempting to bolus. She removed the infusion site and performed a bolus and received another occlusion error. She removed the headset from the infusion tubing and was able to bolus without error. The headset had been in use for 18-24 hours. She inserted a new infusion site. She did not know how much of the original bolus she had received and she then began to feel nauseated. Her blood glucose elevated to 366 mg/dl and she bolused 2.8 units of insulin to lower her blood glucose to her normal range of below 200 mg/dl. She stated that she changes the infusion site every 2-3 days. She was advised to change the infusion site every 2 days. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.